Event description:
It was reported that aortic prosthetic valve thrombosis occurred. Prior to the procedure, the patient received aspirin. The patient was treated with an 23 mm lotus edge valve after a predilatation with an 20mm balloon. Procedure was performed according to the instructions for use(IFU), 2 partial resheaths were needed to get a result without paravalvular leakage; intraprocedural an 12 mmhg gradient was invasive measured and accepted. Six days post procedure, a transthoracic echocardiogram(tte) identified a mean gradient of 36 mmhg and therefore valve thrombosis was suspected. The patient was then started on anticoagulation. The patient did not have any symptoms other than elevated mean gradient. The patient is now free of symptoms.